Event description:
It was reported to medtronic neurosurgery that the physician found that the stopcock was cracked when the product was opened. According to the report, a new product was obtained to complete the procedure and the patient was overall ok following the event.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).